Event description:
Following the completion of a crrt treatment, the male luer tip of one of the blood lines broke off in the pt's access when disconnecting the cartridge line from the access. No problem was noted when the initial connection was made. The vascath access had to be replaced. No add'l medical intervention required.

Manufacturer narrative:
No investigation is possible without the returned product or lot number info; therefore, the exact cause of the broken luer tip cannot be determined. Standard industry luer components are used in the cartridge assembly. Nxstage medical considers this report closed. No add'l info will be provided.